Event description:
Two women committed suicide on (B)(6) 2018 in (B)(6), both women received deep brain stimulation for obsessive compulsive disorder in 2015 by dr. (B)(6) in (B)(6). Newspaper story reported the deaths on april 4, 2018.